Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, although difficulty was encountered during thumb advancer deployment, exchange sheath splitting was completed. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the clip was observed lying on the top of the skin. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter reverting to setup mode was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): evaluation summary: the device was returned with the plunger engaged, a fully proximal safety release, a fully deployed thumb advancer, a fully slit sheath, and a misaligned tubeset. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the component's tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the exchange sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A review of the device history record for this lot did not produce any findings relevant to this report. The investigation is ongoing.